Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that when the zimmer air dermatome ii unit was used for the first time, it was noted that there was a lot of white "dust" from the dermatome ii blade rubbing on the unit. There was no harm, tissue injury, or increased surgical time reported.